Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii string broke near the anchor tab. The seal was removed from the pt with no negative pt effects. A replacement device was used to complete the procedure.